Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging that the insulin pump was under delivering. Customer's blood glucose level was 15 mmol/l. Customer was treated with manual injections. The device will be returned for analysis.